Event description:
The manufacturer received information alleging a ventilator¿s pressure stopped increasing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The air inlet port needs cleaned to address the issue. During the evaluation a service required code was observed in the downloaded event log. The oxygen blending module needs replaced to address the issue. There is a evidence of contamination.